Event description:
The end user swas replacing the batteries in the unit, and damaged the wiring harness. Per tech, the consumer wanted to wire the battery directly and bypass the broken connector, tech advised against this for fear of a fire occuring.